Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the thermogard xp ivtm system (sn # (B)(4). The root cause is due to the defective danfoss module and pic hsg. Upon visual inspection, observed three broken screws on the rear brackets. Umbilical screw connector, seal rocker switch and pin dowel were missing. Drip tray gasket, foam spar gasket, white rollers pump lid and lid bumper were damaged, unrelated to the reported complaint. The thermogard is a reusable device and was manufactured in september 2010 and is 8 years old, system has exceeded its expected service life of 3 years. Therefore, this type of physical damages are characteristic of normal wear and tear for the life of the device. During functional testing the thermogard xp ivtm system failed testing and it displayed tcmid: 02 (ce danfoss error). The archive data review showed occurrence of fifteen tcmid: 02 (ce danfoss error) error message on the customer reported event date. The root cause is due to the defective danfoss module and pic hsg. Historical complaints were reviewed and there was no previous history reported for thermogard xp ivtm system with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm (B)(4) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, the thermogard xp ivtm system (B)(4) displayed tcmid:02 (ce danfoss error) error code. Biomed technician noticed that the cooling engine made a noise. No known impact or consequence to the patient.